Manufacturer narrative:
Corrected information has been provided in d4 serial number. G1 corrected manufacturer contact phone number. H3 updated the device evaluated by manufacturer. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the injury was not determined due to insufficient clinical details. The primary cause of the low pump flows was most likely a biomaterial ingestion event. The finding of a cannula kink on returned product cannot be disassociated from the report of low flows as it is a known potential cause and it's unclear if the kink was present at the time of the report. The cause of the of these issues was most likely reasonably foreseeable misuse based on the report of excessive force in the absence of any patient conditions and the use of an 8 mm graft, which is not recommended in the impella 5.5 IFU (0550-9002).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees, that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 device was inserted surgically into the right axillary/subclavian artery in a 43-year-old male patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in scai stage c shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. The impella 5.5 was inserted as an escalation of therapy from an impella cp. During the procedure, the pump was placed at p-8 and a motor current spike was noted. Low flows followed, along with a change in motor current. Position was confirmed. The physician noted difficulty advancing through the 8mm graft/peel-away. The pump was explanted and the catheter was noted to be kinked. The post-procedure outcome is survived at explant. The impella will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption; however, the removal was performed with no consequence to the patient.